Event description:
It was reported the customer was experiencing low blood glucose. Customer stated their blood glucose was 46 mg/dl. It was found the customer's husband administered a glucagon shot to treat the customer. The customer was unsure what was the cause of their low blood glucose as they were a brittle diabetic. The customer also stated they did not believe the insulin pump was at fault. Customer did not seek medical attention for their low blood glucose event. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.